Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A simulated therapy was performed and the product was found to meet product specification requirements. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 (air in line/set) alarm occurred during therapy with a homechoice. There was no patient injury or medical intervention associated with this event. No additional information is available.